Event description:
The event occurred on an unspecified date in may 2024 and involved a tego¿ connector where it was reported the yellow part of plastic on the tego cap that was connected to the patient's hemodialysis catheter was cracked. There was patient involvement, unknown patient harm and unknown delay in therapy. This captures 4 of 9 occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Pending lot history review.

Manufacturer narrative:
The complaint of cracks on item d1005 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.